Manufacturer narrative:
(B)(4). Information is unavailable; device will not be returned for evaluation. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. The device will not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. Case completed with another device of the same product code. There were no patient consequences reported. One device will not be returned.